Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and no indication that customer¿s blood glucose level exceeded safe limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.